Manufacturer narrative:
Date of report: 14dec2018. Date of manufacturer: 13dec2018.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 12dec2018. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer was advised to "scuff" the chrome to establish a better connection. The issue improved; however the issue still occurred intermittently. The customer was then advised to try another test cable. The customer also requested part information for a power cord. The customer reported replacing the cpu and the issue was resolved. The unit passed the alarm test with good resistance and was returned to service. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the remote alarm test failed due to the ohm reading being too high. There was no patient involvement. The event date was not specified; estimate used.